Manufacturer narrative:
Concomitant medical products: dtma1d4 ICD, implanted: (B)(6) 2018; 6935m62 lead, implanted: (b)(64) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were removed and replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.